Event description:
It was reported to boston scientific corporation in 2008 that a rapid exchange biliary stent was used during an unknown procedure performed two days prior (patient gender, age, and weight are unknown). According to the complainant, while loading the guidewire into the device, "it was noted that the inner catheter was deformed as a loop." The procedure was completed with another rapid exchange biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual inspection of the returned device revealed that the push catheter was bent and the guide catheter pull wire was looped out of the rx ramp window. The wire was looped out of the window an approximate length of 23 millimeters. A functional inspection revealed that the guide catheter could not be actuated due to the loop in the guide catheter pull wire. The cause of the damage is undetermined, however the most likely cause is operational context. A review of the device history record for the pertinent lot was performed; no anomalies were noted.